Manufacturer narrative:
It was reported that strong resistance was felt when attempting to push the coil out of the introducer sheath when the axium coil was prepared per IFU. A different coil was used in the procedure, and there was no harm to the patient. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The health care professional was contacted for additional information to help with the investigation. Response was received stating that during preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. The axium prime pushwire was returned for analysis within the introducer sheath, but the implant coil was found broken and separated from the pushwire outside of the introducer sheath. Analysis found based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The axium prime implant coil appeared to be damaged. The axium prime pushwire was partially inside the introducer sheath from proximal end. The axium prime pusher was found broken near to positive load indicator in the proximal end and retained by release wire. The release wire was extending out of proximal end. Additionally, the axium prime pushwire was found to be bent in several locations. No damages or irregularities were found with the introducer sheath. The axium prime coil was not able to be pushed out from within the introducer sheath due to resistance. The axium prime implant coil tip od (outer diameter) and (inner diameter) of the introducer sheath were measured and found to be within specifications. No other anomalies were observed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. There were no reported issue pushing the axium prime coil out from within the introducer sheath for hydration. Therefore, it is likely that the implant coil became damaged during return of the implant coil back into the introducer sheath during preparation or due to an improper hubbing technique (over tightening of the rhv). Regarding the damage to the pushwire, as the issue was not reported by the customer it is likely the damage occurred during return to medtronic for evaluation. The investigation determined that this was a known event. The analysis findings make the event reportable to a regulatory authority. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the medtronic coil was opened and prepared as per the instructions for use (IFU), but a strong resistance was felt when attempting to push the coil out of the introducer sheath. A different coil was used in the procedure, and there was no harm to the patient. The patient was undergoing surgery for treatment of a saccular,ruptured aneurysm in the internal carotid artery with a max diameter of 3mm and a 1.5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. 2020-03-27 additional information: during preparation, was the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.